Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed that event log recorded a 820 (system error) three times. Each time prior to this error code, there was a 171 (resonator - under power) error code. Reviewing the log found significant fiberlife activity during each time the error code was used. The logs shows no error codes before or after these 3 error codes were record. Thus there was no problems with the surgical cases before or after. The console passed full functional and electrical safety testing. Conclude there was no issue with the laser console. An evaluation conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the console experienced error 820. The error was cleared and the fiber changed but after a minute error 820 reoccurred. The patient was sedated at the time and the procedure was not completed due to this event. There was no reported clinical consequence to the patient.

Event description:
It was reported that the console experienced error 820. The error was cleared and the fiber changed but after a minute error 820 reoccurred. The patient was sedated at the time and the procedure was not completed due to this event. There was no reported clinical consequence to the patient.